Event description:
Per the clinic, a bacterial infection had developed at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on november 21, 2024 was a duplicate. Any further information will be provided with report number 6000034-2024-02584.